Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total laparoscopic hysterectomy+bilateral salpingectomy - "as per cer submitted for voyant device today, the surgeon said the device was not working because it was not sealing the vessels. He said the hospital would suspend the evaluation until the generator can be checked and confirmed to be in good working order." Patient status: no injury.

Manufacturer narrative:
Investigation summary: the electrosurgical generator (esg) was returned for evaluation. The engineering team extracted and analyzed the esg data logs and was able to confirm the alarms observed during the procedure. Further inspection of the esg revealed that the spring loaded contact pins that connect the hand piece device to the generator were stuck, which can create alarms due to device connection errors. Upon further testing, engineering activated a sample hand piece on tissue and confirmed that the generator was able to seal as intended. As such, in the absence of the hand piece used in the event, it is difficult to confirm the root cause of insufficient hemostasis observed during the procedure. Although the root cause of insufficient hemostasis could not be confirmed, the root cause of the alarms observed during the procedure is due to stuck pins. Applied medical is currently implementing appropriate corrective actions within two corrective and preventative action reports to mitigate stuck pins and insufficient hemostasis. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.